Event description:
Customer's family member reported pt having a hypoglycemic seizure. Family member reported testing patient with the freestyle meter prior to being take to the hospital which pt received a readng of 236 mg/dl. A lab test at the hospital resulted in 56 mg/dl. The customer received a glucose injection at the hospital and was able to leave the ER within two hours.